Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of pt involvement. A philips field service engineer evaluated the device. Replacement of the processor pca resolved the failure. The device passed all performance testing and remains at the customer site.

Event description:
The customer reported that the device failed to power up. There was no report of pt involvement.